Event description:
Customer reported an anti-fya in a patient sample, detected on the galileo, was not detected on the echo.

Manufacturer narrative:
The customer did not return sample for investigation testing. It is not possible to rule out the sample as a cause of the event.